Manufacturer narrative:
Should additional information become available this event will be updated and resubmitted.

Event description:
Boston scientific received information that this implantable device delivered five inappropriate shocks and anti-tachycardia pacing (atp) likely due to a supra-ventricular tachycardia. Tachycardia therapy was exhausted. Boston scientific technical services (ts) was contacted whom discussed detection enhancements and therapy delivery. Currently, this device remains implanted and in service. No additional patient effects reported.